Event description:
It was reported that the patient experienced ineffective stimulation. Diagnostic revealed invalid impedance on all contacts of the lead. Reportedly, patient suffered a fall over the winter of 2021. Surgical intervention took place on (B)(6) 2022 wherein the lead was explanted and replaced with a new lead addressing the issue. Therapy was confirmed post op.

Manufacturer narrative:
Date of event is estimated. Therapy date is unknown.

Manufacturer narrative:
Corrected data: per the additional information received the accurate MFR report number in g8 for the reported device is ¿ 3006705815 ¿ instead of ¿1627487¿.the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.